Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." The 510k - could instead be k072161.

Event description:
It was reported that patient underwent a procedure to fix a femoral midshaft fracture on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012, due to a distal cannulated partially threaded reconstructive screw fracturing, which also caused another reconstructive screw to migrate out of position. No further information has been provided to date.